Event description:
During follow-up, dislodgement of the device was observed. The device was explanted and successfully replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of device migration couldn¿t be confirmed. Interrogation of the device revealed it was above eri when received. Based on this information, the device was able to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).